Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensed noise and lead to pacing inhibition. Additional information was received indicating that this lead was fractured. The lead was surgically abandoned and capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.